Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sheath damage remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the sheath could not be inserted into the blood vessel. When the introducer was removed from the patient, the tip of the sheath was found to be frayed. The introducer was replaced via a second access site and the procedure was completed with no adverse consequences to the patient.